Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: metal remained inside bone. Probable root cause: design: poor mechanical advantage of locking feature. Materials of inserter locking mechanism cannot withstand user locking forces. Manufacturing: locking mechanism not manufactured or assembled to specification incorrect heat treatment applied. Application: not enough force applied. User unfamiliarity with device. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the anchor has deployed into bone as expected but there was a small piece of metal left in the bone which appeared on x-ray with the anchor. The piece was left in patient. The surgeon was confident it would not harm the patient in any way.

Event description:
It was reported that the anchor has deployed into bone as expected but there was a small piece of metal left in the bone which appeared on x-ray with the anchor. The piece was left in patient. The surgeon was confident it would not harm the patient in any way.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Per additional review, the complaint investigation results are now as follows: this complaint investigation was closed based on the device not received, as was discarded by the customer, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: metal remained inside bone. Probable root cause: application: not enough force applied, user unfamiliarity with device. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the anchor has deployed into bone as expected but there was a small piece of metal left in the bone which appeared on x-ray with the anchor. The piece was left in patient. The surgeon was confident it would not harm the patient in any way.